Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a 4 hours MRI (tesla unknown) on (B)(6) 2025, in which many segments of the body were scanned and the user was sedated. She was not wearing a headband. She reported immediate decreased hearing and consequent imbalance issues. Prior to the MRI, there were no complaints regarding the left-sided implant. An immediate change in sound was noticed after the MRI, when putting the audio processor (ap) on. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient experienced a worsening in hearing performance after an MRI examination. However, measurements whilst implanted and during investigation do not point to a technical issue of the implant. Reportedly the recipient has progressing nf2, which might be very likely the cause for the reported decrease in hearing benefit. Furthermore, with a new device implanted on the concerned site, the recipient experienced similar symptoms. Mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected after a 4+-hour MRI (1.5 tesla) on (B)(6) 2025, in which the brain and total spine were scanned and the user was sedated. The user was scanned supine and headfirst. She reported immediate decreased hearing and consequent imbalance issues. Prior to the MRI, there were no complaints. There was no pain during the scan and the ap was left outside the scanning room. The user has been reimplanted on (B)(6) 2025. Reportedly, at initial activation of the re-implanted device, the user was not able to perceive sound even at very high stimulation levels.